Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing device history review (DHR)was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found a crack on right plunger case and missing rubber feet. The pump event history log review showed a force sensor bridge test. The technician was unable to duplicate the reported event during powerup process, check and test force sensor. The root cause was unable to be determined, no physical or any other damage was found on force sensor. The technician replaced missing bottom case foot. Replaced worn right and left timing plates. Replaced serial number label on bottom case. Performed maintenance by setting the time and date due to system advisory: maintenance is recommended alert. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed.

Event description:
It was reported that a force sensor failure was observed. No patient injury was reported.